Manufacturer narrative:
During further investigation (fi), a visual inspection of the speaker assembly revealed no evidence of damage or contamination. The speaker assembly was installed in an fi test ventilator. The test ventilator was powered up from ac, delivered breaths, the ac led indicator activated and no 1102 diagnostic code was generated. The ventilator operated for 2 hours without failures during which time post was executed 25 times and no failures occurred. The continuity of the speaker was check with the dmm at the copper braided wires solder joint through the other end of the copper braided solder joint and no open was found. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The speaker assembly was tested and no failures were identified. The 1102 error code could not be duplicated.

Manufacturer narrative:
(B)(6). The customer did not provide the device serial number.

Event description:
It was reported that the primary alarm failed. There was no patient involvement.